Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump worked properly during testing. No anomaly noted. Insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the customer had recurring issues with the insulin pump's battery. The battery was depleting. Her battery cap was already replaced. Her health care provider recommended a replacement insulin pump due to the reading not looking right. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.